Event description:
New information noted that no intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing. Further information was requested but not received.